Event description:
Customer reports that the lancet does not fully retract inside of the softclix lancet device. Customer indicated that she accidently stuck herself with the lancet. No medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.